Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. These devices are used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the device history records was not possible as the prod and/or lot numbers required for retrieval were unavailable. A definitive root cause cannot be determined with the info provided.

Event description:
It was reported that the pt was revised due to implant being placed wrong.